Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: there is a notch of about 1mm length at one corner at the forefront of the blade. The outer piece of this notch is bent outward. No breakage is visible. There are clearly visible stress marks at the citrus shaped sleeve of the blade. The anodized layer is worn away at all damages which indicates that they were caused post-manufacturing. Functional test: due to the deformation at the forefront of the blade as functional test cannot be performed, because the outer diameter is not within the specification anymore due to that. Dimensional inspection: checked dimensions with caliper per drawing . Outer blade diameter at a intact place: specification 10.3mm +/-0.05 / measured: 10.31mm = pass . Outer blade diameter at the deformation: specification 10.3mm +/-0.05 / measured: 10.66mm = damaged. The inspection has shown that the outer diameter of the blade is within the specification at the intact surfaces. In general it can be assumed that there was no dimensional issue with the blade as there is no allegation about the used instruments, which means it was possible to insert the blade into the protection sleeve with the impactor without any issues. Drawing/specification review: drawing reviewed to define the specification of the blade. Investigation conclusion: the reported breakage cannot be confirmed. However, there is a clearly visible notch at the forefront of the blade and therefore the complaint is rated as confirmed. During the performed evaluation no manufacturing related issue could be detected. This lot of 39 pieces was manufactured in june 2019 and we are not aware of any other complaint for this article- and lot number combination. The notch at the received blade was compared with an at the cq department available pfna nail and the comparison has shown that the notch was most likely caused by an excessive contact with the edge of the nail, see also attached picture. Based on that we have to assume that the blade was not properly aligned during the insertion. Based on the provided information the reason of this improper alignment cannot be defined as the are different reasons possible. For example too high soft tissue pressure, a loose connection between the insertion instrument or an improper bone contact of the sleeve assembly as described in the precaution section on page 31 of the pfna surgical technique based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 04.027.053s, lot: 4l96347, manufacturing site: bettlach, release to warehouse date: 14.june 2019, expiry date: 01.june 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device returned. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with the pfna blade (90 mm) in question. When the surgeon tried to insert the blade, the blade interfered with something (probably nail), and he could not insert it. The surgeon checked the blade, and he found that it had been broken. The surgeon used a blade (95 mm) instead, and he could insert it successfully. The surgery was delayed by less than 30 minutes. The surgeon also said that if the blade interfered with the nail, the deformation of the blade didn't occur like this time. No further information is available. Concomitant device reported: unknown proximal femoral nail anti-rotation (pfna) nail (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).